Event description:
It was reported that customer experienced multiple temperature alarms while pump was charging, despite pump not being exposed to extreme temperatures. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.